Event description:
As reported lead adapter was explanted due to infection. This is a similar event mdrs 2183787-2021-00109 & 2183787-2021-00110.

Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.